Event description:
The customer reported that a channel infusing epinephrine on a critically ill patient, who was receiving multiple "drips", went into channel error with no audible alarm. The patient became hypotensive and the physician had to be contacted to adjust other medications to compensate. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer. The customer's complaint of a channel error with no audible alarm could not be confirmed. According to the logs, a channel error occurred during the infusion in question; this error would have been accompanied by a visual message and audio alarm. Based on the log review, 16 seconds after the channel malfunction occurred the user pressed the confirm key. At that point, the visual message and audio alarm would have ceased and the device would then be in an error state and would not be usable. Functional testing of the device was unable to replicate the channel malfunction alarm. Accuracy testing found the device performing within specifications. Internal and external inspection of the device found it is to be in good working condition with no issues noted. The root cause of the customer's report could not be determined.